Manufacturer narrative:
Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to a shorted components on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.